Manufacturer narrative:
Concomitant products: catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).

Event description:
It was reported that patient had been having a lot of pain around the pump ¿mash all around my belly area and my abdomen, it hurts really bad¿. A colonoscopy and CT scan were done that indicated a rare hernia on the left side where the pump was located. This hernia was noted to be a rare blockading hernia. It was explained to the patient there was a hole in her abdomen where the hernia was formed, so it opened up the chest cavity for the intestines to go through. Patient was stated on medicines because her intestines had severe spasms, patient could hardly stand the pain to lie down. Patient had started running a fever and was on antibiotics and then ¿one thing led to another and so then they put her on antibiotics again and that didn't bring down the fever¿. The fever would be high for a couple of days and then it will go back down to 99 and then it will go back up to 101; but is running a low-grade fever all the time. It was stated that this hernia was pushing the pump up. Patient had recently had her pump refilled last week. This was diagnosed in (B)(6) this year. It was stated that patient had a harrington rod and a cage in lower spine, a plate in neck beside the implanted pump. Patient is scheduled to see a surgeon on thursday this week for further evaluation of what is causing the infections; "if the infection is from the hernia or if it's coming from some type of foreign object in the body¿ and then consider sending patient to infections disease control center. A follow-up report will be sent when it becomes available.